Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier misfired; some clips did not line up properly and clips fell into the patient but they were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1500436 was confirmed with sample received. During visual inspection the trigger component was pre-activated, spring jaw was damaged (bent), no stuck clip in jaws. Failure mode clip fell into patient was not confirmed with sample received during visual inspection. Functional inspection: applier was fired (activated) 3 times & during the activation, no clips were loaded in jaws. Then, applier was opened to verify the sample condition and the sample was received without remaining clips. In addition, the orange indicator was not found in the sample; this condition indicates that all clips were fired. Sample received did not confirm the defect reported by the customer clip fell into patient. A corrective action cannot be established due to the sample condition (sample was received without remaining clips) and therefore; failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier misfired; some clips did not line up properly and clips fell into the patient but they were retrieved. The patient's condition was reported as fine.